Event description:
It was reported that high pacing impedance and high capture threshold was observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event and the patient was in stable condition. An rv lead fracture was observed during the revision procedure.